Event description:
Healthcare professional (hcp) reports that approximately 3.5 hours into treatment, a blood leak occurred at a crack in the arterial header of the CT-190g dialyzer. It was reported that there were 6 minutes remaining in treatment and treatment was therefore stopped. Blood from the extracorporeal circuit was not returned to the patient with an estimated blood loss of 300cc. It was noted that blood loss as a result of the leak was minimal. No patient injury or medical intervention to report per hcp. It was reported that the dialyzer was reused x 27. The customer does not remove headers during reprocessing for cleaning.